Event description:
The patient was revised because of infection. Update: (B)(6) 2013 - patient seeking legal action. Pfs was received from legal, medical records were received from legal. Records are available for further review. Update: litigation papers received (B)(6) 2013. Litigation alleges pain, discomfort, infection, elevated levels of cobalt and chromium and repeated dislocations. It is also alleged that during the revision, a substantial amount of fluid was noted. The MDR decision is now being reversed and all products reported.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The devices associated with this report were not returned. A search of the complaint database found no additional related reports against lot code xx8dk1001, 1110490, 1071529, 898103 or 1008865. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports against lot code xx8dk1001, 1110490, 1071529, 898103 or 1008865. X-rays were received and reviewed. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges pseudotumor and fracture (bone).